Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-05898 and 2134265-2014-05884. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and it was unable to perform pullback. Replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-05898 and 2134265-2014-05884. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and it was unable to perform pullback. Replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good